Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The field service engineer from the customers site in sweden reported an issue with cross slide contamination. Some slides were affected. The slides were reviewed, and no cross-contamination of antibody was found - only some drying artefacts. Some of the cross contamination was of magenta on dab slides and this error is thought to have been a drop coming when the probe moved past the slide.the field service engineer inspected the instrument and replaced the aspiration and dispense check valve which resolved this malfunction. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.